Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead that caused an inappropriately aborted high voltage therapy. No changes or intervention was performed. There were no patient consequences.